Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cone tip of the dissection tip on the vasoview hemopro 2 endoscopic vessel harvesting system detached. The piece was retrieved through the original incision. A replacement unit (from an accessory kit) was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the dissection tip was received with the conical tip detached. The tip formed a complete assembly. There was some evidence of blood. Based upon the visual observations, the reported failure, "dissection tip nose detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).